Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Customer¿s blood glucose ranged from 40-60 mg/dl due to minimum fill estimate. Reportedly customer consumed soda and carbohydrates to address the issue. The customer¿s husband assisted the customer by supplying the customer with soda. Reportedly, the customer reverted to manual injections for insulin therapy.